Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of sense b node noise. The device data was sent to technical services (ts) for review. The system was tested in clinic with noise able to be reproduced in the primary and alternate vector. An x-ray was completed confirming appropriate electrode to header connection. The system was reprogrammed to the secondary vector to mitigate further inappropriate therapy. As the recorded noise is consistent with mechanical noise, the system was recommended to be replaced. This s-ICD system was subsequently explanted and replaced. The system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of sense b node noise. The device data was sent to technical services (ts) for review. The system was tested in clinic with noise able to be reproduced in the primary and alternate vector. An x-ray was completed confirming appropriate electrode to header connection. The system was reprogrammed to the secondary vector to mitigate further inappropriate therapy. As the recorded noise is consistent with mechanical noise, the system was recommended to be replaced. This s-ICD system was subsequently explanted and replaced. The system is expected to be returned for analysis. No additional adverse patient effects were reported.